Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the atrial lead failed to advance over the stylet. The lead was not used and replaced. The patient was in stable condition.